Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a code 1003 and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this pacemaker was found to have reverted to a safety mode status. The device was interrogated again with a programmer updated with the new software. Device data was sent to rhythmcare for review. Data review determined the recorded error was suspected to be do to high impedance measurements. The safety mode message then was cleared. Rhythmcare confirmed the device is now fully operational. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to have reverted to a safety mode status. The device was interrogated again with a programmer updated with the new software. Device data was sent to rhythmcare for review. Data review determined the recorded error was suspected to be do to high impedance measurements. The safety mode message then was cleared. Rhythmcare confirmed the device is now fully operational. This device remains in service. No adverse patient effects were reported.